Event description:
Implant fracture.

Manufacturer narrative:
Correction. Device was not returned therefore no product evaluation was possible. Implant regio 15 fractured. Construction was an implant retained dental bridge. Bone loss and implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant.

Event description:
Implant fracture.